Event description:
It was reported that the patient began having low flows after a viral illness caused dehydration. The low flows were believed to be caused by a combination of the dehydration and hypotension, and the patient was otherwise asymptomatic. Flows intermittently improved with improved with fluids but did not completely resolve. The patient's pump speed was increased from 8400 to 9200 rpms, which increased the flow to approximately 3.0 lpm and resolved the low flows. The patient was discharged home and returned to the emergency room (ER) with recurrent low flows on (B)(6) 2024, which were treated with hydration. Additional log files were submitted for review and were filled with low flow events on (B)(6) 2025. These low flows resolved with the patient's pump speed being once again increased. The patient denied any symptoms of congestive heart failure. The patient's lactate dehydrogenase (ldh) was normal, and a computed tomography (CT) scan of the chest, abdomen, and pelvis found no obstruction. The customer planned to get the patient a right heart catheterization (rhc) and possibly an aortogram to look for a clot. It was noted that the patient's ejection fraction (ef) looked good, with about 40% aortic valve (av) opening with every beat. The rhc found the patient's cardiac index (ci) to be over 3.0 l/min/m2. No thrombus or clot was found, but the patient had upward trending lactate dehydrogenase (ldh) on (B)(6) 2025, and was confirmed to have had an acute embolic cerebrovascular accident (cva) on (B)(6) 2025. There were no reported changes to the patient's anticoagulation status that would have contributed, and no recent changes to pump parameters other than the above speed changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause could not be conclusively determined. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the resolution of the reported events; however, to date, no further information had been provided by the account. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, that may be associated with the use of the heartmate ii lvas. Section 1 also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.